Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the drill tip breakage was confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the reported evos drill tip breakage could not be further assessed. Per case details, the tip was left retained in the bone. The evos drill is made of 174 ph stainless steel per mooo128. The drill is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. Since the drill bit was left in the bone, migration is unlikely. The impact to the patient is the retained non-implantable fragment of the externally communicating device, possible local irritation and/or discomfort, and additional radiological imaging/exposure cannot be completely ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H3, h6. The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the tip, rendering the device inoperative. The fractured component was not returned with the rest of the device. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that without the requested information, the reported evos drill tip breakage could not be further assessed. Per case details, the tip was left retained in the bone. The evos drill is made of 174 ph stainless steel per (B)(4). The drill is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. Since the drill bit was left in the bone, migration is unlikely. The impact to the patient is the retained non-implantable fragment of the externally communicating device, possible local irritation and/or discomfort, and additional radiological imaging/exposure cannot be completely ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage. Damage from misuse or rough handling are likely probable causes of the reported event. This is a single-use device and should be discarded after its first use. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during internal fixation surgery, while drilling the bone an evos small 2.5mm drill w/ao qc long entered in contact with another screw, and ended up breaking the tip, which stayed inside. The physician confirmed that would have no problem with the tip staying in the bone. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.